Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-01419 and medwatch 2210968-2013-0420. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the device appeared to be shorting out and not driving the handpieces. The leads were blinking. The physician switched to a storz and successfully completed the procedure. There were no adverse patient consequences.